Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that they received emergency medical assistance several times in the past year due blood glucose related issues, with unknown blood glucose values at the time of the incidents. The customer was using the recalled infusion sets during that period. The customer reported issues with sensor unreliability and that only 25% of them lasted 6 days, and the transmitter did not hold charge for 6 days. It is unclear if the customer was wearing the insulin pump during the incident. The customer did not give further details. Troubleshooting was not completed as the customer emailed their complaint. The insulin pump will not be returned for analysis.